Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported no image issue could not be reproduced or confirmed, however, it is possible the issue was due to a contaminated/intermittent video connector. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment inspection of endoscopic images ¿check if normal light observation images and nbi observation images are displayed normally¿. ¿1 before inspection, wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water. 2 observe the palm, etc. Using normal light observation images and nbi observation images. 3 confirm that the illumination light is emitted. 5 check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6 operate the angle lever of the endoscope to bend the curved part. 7 check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities occur¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had a no image problem. The issue was found during preparation for use in a therapeutic laparoscopic surgery. The intended procedure was completed with another similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿no image¿ was not confirmed. The device evaluation found the adhesive on the bending section cover had a chip and the video connector was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.